Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected blank display or constant alarm tone occurred during our testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he went swimming earlier and the insulin pump was beeping. Customer stated that the screen went blank and none of the buttons on the insulin pump were working. Customer's blood glucose reading at the time of the incident was 247 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.